Event description:
The customer reported that there was a communication failed error message which prevented the system from performing fluoroscopic x-ray and when rebooting, the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated connectors. The system operates as intended.